Event description:
An (B)(6) female patient's son called zoll customer support to report that the patient's electrode belt was cut. The patient was issued a replacement electrode belt.

Manufacturer narrative:
Device evaluation of electrode belt sn (B)(4) has been completed. The reported problem (damaged cable or wires exposed) was confirmed. Upon investigation the electrode belt's trunk cable was cut in half, damaging the cable insulation. This prevented the belt from communicating with the monitor. The root cause of the damaged cable insulation could not be positively identified but was likely physical abuse. No adverse event resulted from the damaged cable. The patient received a replacement electrode belt.